Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient(pt) stated they had a very bad day on (B)(6). Where they experienced a sharp shooting pain on the left side of their vagina. Patient also stated that they had pain at their implant site on their right side that had been present since implant on (B)(6). Patient stated that their implant site was uncomfortable when they lay down. Patient also stated that they had not obtained their desired symptom relief, and that the device as "done them in" and that they are scared to eat vegetables. Patient also stated that they were worried their implant had made them more sick. Patient stated that they went to their gynecologist in regards to their vaginal pain and they said they saw nothing wrong but gave them a steroid cream. Agent reviewed that the pain could be related to the stimulation, and that the patient could consider turning therapy down. Patient services reviewed h ow to turn stim down, patient was guided through turning stimulation down. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their hcp in regards to their issues. Additional information received indicated that the patient stated they had a bit of burning when they urinate. Pt said the device worked ok the first few days then they had incontinence in their first week they had to change their underwear twice so they spoke with the mdt rep, and increased it on the (B)(6), then last thursday when they spoke with the rep, they were very firm and told pt not to leave it and not plug it in and recharge it for 2 weeks, the highest it had been was 2.0. Pt said it also hurt where the incision was when they lay down at night. Pt said they had hardly had any sleep and were so tired they could not think straight. Pt said they just spoke with someone from pats 20 minutes ago and they lowered it down to 1.8 but they still had the discomfort and burning. Reviewed device therapy optimization information, stimulation sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Reviewed the option to reduce stim or turn it off and then follow up with their doctor. Pt said their doctor appointment is not till next wednesday. Offered and assisted pt to synch with their ins and turn therapy down then off and evaluate if the discomfort went away. Pt said they did not feel anything. Pt chose to turn therapy back on and increased to 0.3 on their current program confirming they did not notice any sensation. Offered and sent request for manuals to be sent to pt's address. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.